Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that diagnostics from the device showed that the atrial high rate was lower than the patient's actually rate. The pacing percentage also appeared inaccurate. The device is still in use. No patient complications have been reported as a result of this event.